Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that her daughter's insulin pump keeps shutting off; the device alarmed low battery followed by off no power. The patient's blood glucose at the time of incident is unknown. Troubleshooting was initiated for the battery issues and there was no apparent damage to the insulin pump. The displacement test and self test were performed as well since the device had gone through a scanner at the airport and no failures were noted. The customer's mother also mentioned that her daughter woke up the other night with a blood glucose value of 455 mg/dl, which was treated with insulin pump therapy. The insulin pump will not be returned for analysis, and a replacement battery cap was shipped to the customer.